Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: the device was returned was analysis. There was no damage or broken observed on the distal tip or guidewire exit port assembly. Kinks were observed in the imaging window assembly in the distal end. A kink was observed in the sheath assembly from the femoral marker to the proximal end. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that tip detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. An opticross imaging catheter was selected for use. After dilatation was performed again using the balloon, the device was used and was noted that it was still unable to cross. However, when it was removed outside the body, the tip was found to be broken. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that tip detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. An opticross imaging catheter was selected for use. After dilatation was performed again using the balloon, the device was used and was noted that it was still unable to cross. However, when it was removed outside the body, the tip was found to be broken. No patient complications were reported.